Event description:
Healthcare professional reported a right rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and deformation. A weight test of the device was verified, and the device was within specification. Cloudy, voids and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing. Additional, changed, and/or corrected data: d.9., g.1., h.3., h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right rupture. Device has been explanted.